Event description:
The dentist reported that the pt experienced a possible allergic reaction during a dental cleaning procedure. Alleged swelling was reported from their ear, nose and cheek, also has a clicking noise. Pt went to the e.r. For further treatment where they administered antihistamine by injection. The pt refused treatment of a steroid injection. Follow-up info will be submitted as it becomes available.